Event description:
Stent displaced from balloon catheter when positioning for deployment. Stent could not be retrieved nor inflated. Procedure completed with balloon angioplasty. Since this involves a company-wide contract by our parent company, catholic health initiatives, we are also informing our cardiac service line of this occurrence.